Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 7 mmol/l and the sensor glucose was 4.1 mmol/l at the time of the incident. The customer's current blood glucose was 16.9 mmol/l. The customer stated that customer sensor reading were low and threshold was suspending. Sensor glucose value that triggered the suspend event was 4 mmol/l. Threshold suspend limit in sensor settings was 4.5 mmol/l. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened and used.